Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced granulation tissue at the abutment site as well as headaches. Subsequently on (B)(6), 2015, the patient was administered general anesthesia and the granulation tissue was excised. During the same procedure, the abutment was removed, a healing cap was placed and the site was sutured closed. The implanted device remains.